Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 1825034 biome

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 1825034 biomet

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03512, 0001822565 - 2020 - 03513, 0001822565 - 2020 - 03514.

Event description:
It was reported patient is experiencing pain and device slippage/moves out of place approximately one year post implantation. Patient states the devices move around in ways they are not supposed to. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.